Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lithovue flexscope was opened for use in a procedure performed on an unknown date. According to the complainant, there was a hole found in the lithovue package. There were no known serious injury nor adverse patient effects reported as a result of this event.